Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the pcb color video receiver. Then, the technicians who administer the icca system tested the unit. After replacing the part, the unit was able to be connected to the icca system. The fse then performed all functional and safety checks to factory specifications, and the unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit can not connect icca system. There was no patient involvement.